Event description:
It was reported that two lenses were found to be dry upon removal from the lens vials. The lenses did not come in contact with the patient. This report refers to lens 1 of 2. Reference MDR # 1313525-2015-00328 for lens 2 of 2.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Evista toric lens is not currently approved for marketing in the united states. This report is being submitted based on similarity with evista lens.